Event description:
Dr (B)(6) used a large (20 cm x 20 cm or a 20 cm by 30 cm) hernia graft and cut it into 2 pieces to use for an abdominoperineal resection and prophylactic parastomal reinforcement. One piece of the graft was used to reinforce the defect following removal of the rectum and anus and this area had no adverse outcome. The remaining piece was used to reinforce the stoma prophylactically and this area was found to have a very high number of adhesions postoperatively. The graft was originally placed with many protacks in various locations of the graft in order to approximate it well to the tissue. The patient returned to the operating room approximately 5 to 7 days post operatively and was found to have three loops of small bowel adhered to the graft and incarceration was evident. Dr (B)(6) took down the adhesions, freed the small, and removed the graft. The bowel obstruction resolved and the patient recovered and was discharged without further events.

Manufacturer narrative:
Product catalog number unspecified by surgeon it is either a c-slh-8h-20x20 or a c-slh-8h-2x30. Date product explanted was 5 to 7 days post graft placement. Method and results: product not returned to cbi. Conclusions - root cause inconclusive due to many factors can contribute to adhesion formation. Investigation into this report has included a review of the feedback details received, the incident investigation committee met to review and discuss the feedback details, communication with the associated cook sales representatives to gather and clarify details, and a review of the biodesign surgisis hernia graft IFU fo0036-02j. The root cause of the adhesions is inconclusive. Many factors can influence and contribute to adhesion formation including, but not limited to a patient's tendency to form adhesions, an abdominal procedure, any damage to the bowel during the initial surgery, excessive tissue incisions, prior surgeries, excessive handling of viscera, post-operative activities and nutrition, among others. In addition, adhesions are a known common cause of small bowel obstruction. The biodesign hernia graft IFU fp0036-2j does list inflammation, adhesion, and recurrence of tissue defect in the potential complications section as adverse reactions that are possible with the use of any prosthesis.